Manufacturer narrative:
5/30/97-submission of supplemental report #1 to FDA by MFR. Device evaluation indicated and codes entered in h3 and h6. Two disposable loading units were returned for evaluation. Neither unit displayed any inherent abnormalities which would have caused the condition reported by the user facility. However, one of the units had a scratch on the surface of the anvil which could indicate the retaining pin was not properly seated by the user prior to firing. As the stailess steel instrument with which these units were used was not returned for evaluation, co cannot determine the exact cause of the difficulty reported.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. Reportedly, the staple line did not hold and the surgeon had to perform a colostomy to correct the condition. The hosp has reported that the pt's status is satisfactory.